Manufacturer narrative:
The reported event was addressed with phone support. The customer replaced the mcs instrument to resolve the reported issue. The affected instrument was not returned to isi for the failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the monopolar curved scissors (mcs) instrument stopped responding to grip and cutting action and the mcs then began moving laterally on its own. The surgeon replaced the instrument with a backup mcs instrument, and the reported problem was resolved with no further issues. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and found no related errors. The faulty instrument had some visible damage on it. The tse recommended returning damaged instrument for failure analysis. The procedure was completed with no reported injury.